Event description:
Additional follow-up information received identified replacement of the device resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (drg and scs). It was reported the patient experienced discomfort at the drg ins site due to previous weight loss. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the physician relocated the ins around in the same pocket. Therapy was reactivated postoperatively.